Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.